Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did the issue occur; in the package/ during dispensing (before use on patient/during actual suturing (use on patient)? Please confirm the number of devices that failed during this single procedure. Name of the procedure? What was the date of the initial procedure? Date the event occurred? Lot number.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and suture was used. The thread came of the needle. There were no adverse patient consequences reported. Additional information has been requested.